Event description:
The distributor contacted animas on (B)(6) 2014 alleging the pump emitted a call service alarm 3 or more times within 30 days. No further information was provided. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged call service alarm issue remained unresolved with troubleshooting.

Manufacturer narrative:
(B)(4)-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following results: a review of the pump¿s black box and alarm history showed several call service alarms. The pump was able to power on; however, a call service alarm was emitted upon the first rewind attempt. An internal component failure was found causing the alarm; the component was replaced and reprogrammed. The pump was able to power on and be exercised with no alarms. Unrelated to the complaint, evaluation revealed a dim and discolored display screen and a cracked battery compartment.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.